Event description:
The manufacturer received information alleging related to a CPAP device's sound abatement foam.the patient alleges have an head pain with shortness of breath, feeling of suffocation, there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 07, 2023 and section h11 should be reported as: the manufacturer previously received information alleging related to a CPAP device's sound abatement foam.the patient alleges have an head pain with shortness of breath, feeling of suffocation, there was no report of serious or permanent patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was a contamination inside the device and dust/dirt were observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were two errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 h6 has been updated in this report.